Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an extrusion of receiver/stimulator at the implant site (specific date not reported). Subsequently, the patient underwent a revision surgery (specific date not reported), however the patient experienced trauma to the internal during the revision. The device was explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on may 22, 2024.